Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b single use bronchoscope, large, was used during a bed side bronchoscopy procedure under general anesthesia on (B)(6)2023. During the procedure, while the physician inserted the scope into the patient's vocal cords to place an et tube, the image was lost. The scope was then removed and reinserted into the monitor. However, the issue was not able to be resolved, the monitor's image remained blank. A new exalt b scope was used to complete the procedure without patient complications.